Event description:
It was reported that during a gastrectomy procedure, it was observed that the device would not close on the third firing while trying to section the esophagus. They tried to close it twice and it would not let go. On the third attempt, it closed, fired correctly, and the staple line was correct. It was further reported that when removing the reload and putting in another, there was difficulty putting in the new one. They looked and saw that the previous load, which had caused difficulties in closing, was broken. Another gun was opened because the new load would not fit. The surgeon believed that it may be possible that the difficulty in closing was due to the fact that he was sectioning the tumor, so the tissue was thicker than normal and that was why it would not close. The procedure was completed successfully with no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/05/2025. B3: only event day and year known: 31, 2025. D4: batch # 409d24. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and a gst60d reload no loaded on the device. The reload was received fully fired, with the pan detached from the reload and also damages on the body from reload were noted. In addition, a reload pan was found lodged inside the channel and it belongs the returned reload. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. The reported event from cartridge installation issue was due to the reload pan lodged inside the channel. It is possible that handling by the customer could dislodge the pan causing the damages on the body reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described of difficult to close could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 409d24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.